Event description:
It was reported that post implant upon device interrogation and followed by an immediate chest x-ray it was noted that the right atrial (ra) lead was dislodged. Pacing spikes was noted on egm and lead was also pacing in the ventricle. The lead was repositioned, and device was reprogramed. Patient remained stable before, during, and after procedure.